Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off during the night and there is moisture inside of the pump. The customer's blood glucose reading was 350 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was in specification. No off no power anomalies noted during testing. Unexpected pump error 63 alarmed during self test and no button response on the left arrow button due to severe corrosion on keypad traces noted during visual inspection. The device was received with corrosion in battery tube. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture above up arrow button, corrosion on force sensor assembly and moisture damage on motor home switch.